Event description:
The patient reported a poor communication. The antenna was not being used. The patient¿s caregiver was able to place the patient programmer over the implantable neurostimulator (ins) on the skin and after repositioning several times they were able to get to the therapy screen. The patient had experienced a loss of therapeutic effect. The patient had a return of symptoms after a reprogramming session with their health care provider who had decreased their setting. The return of symptoms was sudden. The patient experienced urgency where they could not make it to the bathroom in time. Additional information reported that the patient tried increasing their stimulation but it still had not helped them. The patient had been having issues with urination and they could not control it. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.